Event description:
Customer reports that 2 of the size 3 states broke off in a pt's mouth during a medical procedure. They were able to retrieve the piece that broke off. No pt harm reported.

Manufacturer narrative:
Device eval summary: this product has not been received back for eval at the time of this report. The problem cannot be confirmed. If the suspect device is returned, a supplemental report will be issued with the results of the eval. Please reference 9615393-2015-00051 for capture of the 1st broken stat. On 05/10/2015, safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.